Manufacturer narrative:
Investigation: a device history record review was completed for provided material number (B)(4) and lot number 0140413. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, the customer shipped a sample for evaluation by our quality team. Unfortunately, the sample was never received in the quality office. Sample analysis could not be performed and therefore the symptom reported by the customer could not be confirmed.

Event description:
It was reported that the bd luer-lok tip syringe leaked past the plunger. The following information was provided by the initial reporter: "several syringes today that leaked medication out of the back of the plunger when the technician tried to inject it into the IV bag. After multiple occurrences, I felt it best to report as a possible product lot issue. There was also a report of this happening with the 50 ml bd luer lock syringe as well, but apparently not as often. Lot# 0140413".

Manufacturer narrative:
Unknown manufacturer: (B)(4). The reported lot # 023737x is not a complete number, and therefore could not be used to find a corresponding material #. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ luer lock syringe leaked past the plunger. The following information was provided by the initial reporter: "several syringes today that leaked medication out of the back of the plunger when the technician tried to inject it into the IV bag. After multiple occurrences, I felt it best to report as a possible product lot issue. There was also a report of this happening with the 50 ml bd luer lock syringe as well, but apparently not as often. Lot# 0140413".